Event description:
Info received indicates the bed will not lower into trendelenburg.

Manufacturer narrative:
The technician found the trend gas springs were stuck. The technician replaced the gas springs to repair the bed.